Event description:
During a transfemoral tavr procedure, following valve deployment, angiogram showed a small amount of contrast extravasation at the annulus. A second valve was placed exactly within the first deployed valve in a 50:50 position and no further contrast extravasation was noted. The patient remained stable and was transported for post-op management. Approximately 2 weeks post tavr procedure, the patient was admitted to the hospital with an episode of hypoxemia and progressive dyspnea. At the time of admission, he was found to have infiltrates in both upper lobes. A 2d echo demonstrated a mass in the left atrium and a tee revealed an aortic pseudoaneurysm originating from the aortic annulus with active flow in a contained space posterior to the ascending aorta and in between the ascending aorta and the left atrium. The pleural effusion was drained with thoracentesis and chest tubes were placed. At last communication, the sapien xt valve was functioning fine and the patient was doing well. There were no immediate plans to intervene on the pseudoaneurysm. Due to the patient¿s age, acute respiratory disease and frailty, the patient is considered extremely high risk for re-entry sternotomy and repair of the aortic root pseudoaneurysm. The native annular diameter by CT was 490mm2. The diameters of the sinotubular junction and sinus of valsalva were 32mm and 34mm, respectively. There was moderate native annular calcification and mild native leaflet calcification.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the annular rupture and aortic pseudoaneurysm cannot be confirmed; however, it appears that significant valve oversizing may have contributed to the events. As reported, the annular area measured on CT was 490mm2, which is more consistent with 26mm valve placement. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.